Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 89 mg/dl. The customer changed the cartridge and infusion tubing resolving the occlusion. System check was unable to identify a source of the blockage. Reportedly, the customer had been using humalog insulin in the cartridge for 3 days. Tandem technical support educated customer on the cartridge labeling. Customer acknowledged.